Manufacturer narrative:
Final analysis found that the insulation was abraded at 8.6cm to 9.0cm and 10.3com to 10.6cm from the connector pin. Abrasions are consistent with constant friction with another device.

Event description:
It was reported that during an upgrade procedure, the right ventricular lead could not be repositioned. The lead was explanted and replaced successfully. No additional information was available.